Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a renal angioplasty treatment procedure, the stent dislodged. During the procedure, the stent escaped from the balloon while positioning it in the renal artery and was "abandoned" on site. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that vascular access was obtained via the femoral artery. The unspecified target lesion was 80% stenosed and non-calcified. There was no difficulty advancing the stent. The stent dislodged during positioning and in the proximal segment of the right renal artery. Following deployment of another stent, this stent was noted to be "glued to the wall of the renal artery". Clarification was provided regarding the statement the stent was "abandoned" on site which meant that the stent remained in the patient. There were no attempts to retrieve the dislodged stent because they considered that a rescue attempt, which could bring new complications with possible displacement of the stent that corrected the lesion.